Event description:
Patient reported for right side having "contracted grade 4 capsular contracture." Patient additionally reported non-device related events as follows: ¿debilitating and continuous pain in shoulder which limited movement," "developed auto immune issues which have been life changing [and] diagnosed with possible rheumatoid arthritis.¿ the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture bakr grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Patient reported for right side "capsular contracture grade 4". The reported events "debilitating and continuous pain in shoulder which limited movement. Developed auto immune issues which have been life changing. Diagnosed with possible rheumatoid arthritis" are not related to the device. Device has been explanted.